Event description:
The initial reporter questioned low results not corresponding to the clinical picture for 1 patient tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 analyzer (disk system). The patient reportedly presented to the emergency room with chest pain. On (B)(6) 2025 the initial result was 25.97 pg/ml. Approximately 2 hours later, a 2nd sample was obtained and the result was 27 pg/ml. On (B)(6) 2025 the patient allegedly returned, and the result from a new sample was 233 pg/ml. The customer repeated the original sample by a competitor method and a different test (troponin I), and the result was 106.8 pg/ml (the normal range is < 6 pg/ml). On (B)(6) 2025 the original sample was repeated on the e411 analyzer, and the result was 25.58 pg/ml with a data flag. The standard range for the elecsys troponin t hs stat assay at the customer site is 0-14 pg/ml.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6). The competitor method was vidas. The sample was requested for investigation.

Manufacturer narrative:
Sample material from the patient was submitted for investigation. The sample was tested for elecsys troponin t hs stat and elecsys troponin I on a cobas e402 analyzer. The troponin t hs stat result was 32.8 pg/ml (reference limit < 14 pg/ml/16.8 pg/ml for females). The troponin I result was 0.201 ng/ml (reference limit 0.16 ng/ml). The sample was investigated further using size exclusion chromatography (sec). The bead pattern of the sample was also investigated. Samples showing a homogeneous distribution of elecsys beads inside the measurement cell served as a reference. For the patient sample, no bead aggregation was observed. No interference was identified in the patient sample. Based on the investigation results, the patient's elecsys troponin t hs stat results are believed to be true. The investigation did not identify a product problem.